Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating low and high blood glucose level of 40-400's mg/dl. The customer mentioned low reading of 56 mg/dl at 5am and 51 mg/dl at noon. Customer treated for low with glucose tablets and cookies. Customer declined to troubleshoot for high readings. The product was not returned for analysis.